Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the surgeon placed the device down the trocar and it locked out and would not open. They tried to open the device with the release button and it would not open, then they removed it and used a second device and completed the procedure. The rep has little information she spoke to the surgeon and does not remember what color reload they used, it was the initial firing and he used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.